Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain, discomfort, soreness, malaise, swelling, immobilization and damage to tissue and/or bone after asr hip implant.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination was not possible, as the devices were not returned. The asr devices have been obsoleted/discontinued and will not be investigated further. A complaint database search finds no other reported infections against the provided femoral device product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than 90 days post implantation. Based on the investigation, the need for corrective action is not indicated.